Event description:
The surgeon reported via the sales rep, that the gamma nail was found to be fractured post primary surgery and a procedure took place on (B)(6) to replace the nail. The customer reports that the primary procedure, a proximal femoral nailing, was approximately 9 months ago. The customer reports that the nail was replaced with a non stryker product.

Event description:
The surgeon reported via the sales rep, that the gamma nail was found to be fractured post primary surgery and a procedure took place on (B)(6) to replace the nail. The customer reports that the primary procedure, a proximal femoral nailing, was approximately 9 months ago. The customer reports that the nail was replaced with a non stryker product.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. No deviations were found during review of the manufacturing and inspection documents (DHR). The implant returned was documented as having met specifications prior to distribution. During investigation no material, design or manufacturing related issues were found. Regarding locking screw: the lines of rest, visible on the breakage surface of the broken locking screw, indicate that the screw broke due to a fatigue fracture caused by load during the implantation time. The implantation period of approx. 9 months indicates that an insufficient bone consolidation (delayed or non-union) did most likely also contribute to the nail breakage. If other adverse effects such as obesity, osteoporotic bone, diabetes, patient mobilization in combination with heavy loads, also contributed to the implant breakage could not be determined due to missing information. A more precise statement was not possible based on the returned products and provided information. No discrepancies were detected during risk analysis review. No non-conformity was identified.